Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. Review of the information did not reveal evidence of off-label use or failure to follow instructions. The reported events are known events defined in the product risk management and accounted during product risk analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the journal of clinical medicine that compared fragmentation versus dusting modality for patients who went through laser ureteroscopic lithotripsy (ursl) for ureteral stones between (B)(6) 2018 and (B)(6) 2020 at (B)(6) hospital. The retrospective study included a total of 421 patients that were analyzed, 271 received dusting laser usrl and 150 received fragmentation usrl. The mean age for the dusting group was 54.1 years and the mean age for the fragmentation group was 53.95 years old. The patients were assessed 1 month post operation and had a computerized tomography (CT) performed to assess the results of the procedure. Post follow up procedure, there were 3 cases of bleeding or oozing during the operation, one case of postoperative prostatitis, one case of leg dropping from the lithotomy position and four cases of postoperative ureteral strictures. The three patients with intraoperative bleeding or oozing had a prolonged operation time for a hemostasis procedure. The patient with postoperative prostatitis was diagnosed by a CT image, was admitted to the hospital 5 days post ursl procedure and was given intravenous antibiotics for 10 days. The patient with the leg drop received fluoroscopic imaging and there was no identified fracture or dislocation. One of the four patients with ureteral stricture underwent laser urethrotomy for treatment while the other 3 did not need further treatment.

Event description:
It was reported to boston scientific via an article published in the journal of clinical medicine that compared fragmentation versus dusting modality for patients who went through laser ureteroscopic lithotripsy (ursl) for ureteral stones between september 2018 and june 2020 at mackay memorial hospital. The retrospective study included a total of 421 patients that were analyzed, 271 received dusting laser usrl and 150 received fragmentation fragmentation usrl. The mean age for the dusting group was 54.1 years and the mean age for the fragmentation group was 53.95 years old. The patients were assessed 1 month post operation and had a computerized tomography (CT) performed to assess the results of the procedure. Post follow up procedure, there were 3 cases of bleeding or oozing during the operation, one case of postoperative prostatitis, one case of leg dropping from the lithotomy position and four cases of postoperative ureteral strictures. The three patients with intraoperative bleeding or oozing had a prolonged operation time for a hemostasis procedure. The patient with postoperative prostatitis was diagnosed by a CT image, was admitted to the hospital 5 days post ursl procedure and was given intravenous antibiotics for 10 days. The patient with the leg drop received fluoroscopic imaging and there was no identified fracture or dislocation. One of the four patients with ureteral stricture underwent laser urethrotomy for treatment while the other 3 did not need further treatment.